Manufacturer narrative:
The infinity acs workstation cc consists of the v500 - the ventilation unit - and the cockpit c500 - the display. For the investigation, the provided logbook was analyzed. Other than initially reported there was no stop of ventilation found. A persistent solid-state disk (ssd) error was found to be the root cause for the described problem. In case the solid state disc is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process cannot be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The solid-state disk (ssd) has been replaced and the device has been tested successfully. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was just started. The results will be provided in a follow-up-report.

Event description:
It was reported during use the device had alarmed, stopped ventilation, and rebooted displaying the message " insert boot media." There was no patient injury reported.